Event description:
Found during daily test. According to the reporter, the device would not power up. There was no pt associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would not power up. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.